Event description:
The customer reported a false positive result with the ID now covid-19 assay performed (B)(6) 2022 on a nasopharyngeal sample. Confirmation testing (platform: cepheid) was performed on a nasopharyngeal sample and generated a negative result. The customer stated the patient was asymptomatic. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-00 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m184626 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m184626, test base part number 190-430 / lot: m184626. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m184626 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.